Event description:
Shock delivered notification was received on the customer support helpline queue. Patient's caregiver confirmed therapeutic shock and stated that the patient had just received wcd ten minutes prior to shock. Patient got confused and did not know to press alert button to divert. The shock. Patient refused ems transport to hospital and is currently home. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
This file was originally submitted on 09/17/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated, and the monitor passed all evaluation tests. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard and felt the alert but did not cancel the shock using the wcd heart alert button.